Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a scheduled device check, the nurse inadvertently induced ventricular fibrillation (vf). Boston scientific received information from the device clinic manager. The device clinic manager believes that the nurse inadvertently induce vf when random programmer buttons were depressed. The induced arrhythmia was detected by the device. The arrhythmia was successfully terminated following shock therapy delivery. The patient did not suffer any complications or injury. Based on review of stored data from the patient's monitoring system, boston scientific was able to collect diagnostic data from the patient's device. On (B)(6) 2016, this patient experienced a 1.7 second induction. The only manner in which an induction report is stored is if a user manually initiates an induction from the hold to induce screen. Therefore, this appears consistent with manually initiated induction and not consistent with telemetry or spontaneous induction.